Event description:
The patient reportedly has had elevated blood glucose levels "since tuesday" and thinks there is a problem with the pump. When the patient contacted animas, the patient's blood glucose was 338 mg/dl. And she had symptoms of nausea and thirst but was unable to check for ketones at the time. She at first thought there was an occlusion but she indicated that her blood glucose still remained "high" after changing the infusion set, cartridge and insulin. The patient had been bolusing with the pump for treating her blood glucose and did not report any other forms of treatment. The patient planned on treating her elevated blood glucose with syringe, per hcp protocol.

Manufacturer narrative:
The animas representative reviewed the pump settings and history with the patient and did not find any malfunction of the pump. The patient confirmed that the totals of insulin delivered and pump settings were correct. An animas representative followed up with the patient on (B)(6), 2010. The patient contacted the doctor because his blood glucose levels were still not lowering. The patient was advised to use the syringe in addition to wearing the pump: the patient's blood glucose level lowered to low 100's mg/dl. The patient was also put on antibiotics "just in case" but has not received her urinalysis and blood work results. The pump was returned for investigation. No defects were found with the pump delivery function.